Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the procedure when the smart touch bidirectional catheter was connected to the patient interface unit (piu), there was noise from all body surface and intracardiac channels being displayed on the carto 3 system and on the recording system. It was also reported that there was noise on the defibrillator. The physician was able to monitor the blood pressure which remained stable. The cable was replaced with no resolution. When the catheter was replaced, the noise issues resolved. The patient was also thought to be in a ventricular tachycardia (vt) but was not. Defibrillation was performed on the patient a couple of times. There was no harm to the patient and no medical intervention was needed. The patient was reported to be in stable condition and fully recovered. The patient did not require extended hospitalization. The lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening. Therefore, this noise issue has been assessed as a reportable malfunction.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the procedure when the smart touch bidirectional catheter was connected to the patient interface unit (piu), there was noise from all body surface and intracardiac channels being displayed on the carto 3 system and on the recording system. It was also reported that there was noise on the defibrillator. The physician was able to monitor the blood pressure which remained stable. The cable was replaced with no resolution. When the catheter was replaced, the noise issues resolved. The patient was also thought to be in a ventricular tachycardia (vt) but was not. Defibrillation was performed on the patient a couple of times. There was no harm to the patient and no medical intervention was needed. The patient was reported to be in stable condition and fully recovered. The patient did not require extended hospitalization. The returned device was visually inspected and it was found in normal conditions. Per the event, the returned device was then evaluated for electrical resistance and thermocouple test and catheter failed; current leakage was observed on all electrodes. Further examination revealed that the catheter pcb was covered by corrosion causing the electrical malfunction. Therefore, an irrigation test was performed and water leakage was observed in the distal side of the handle. The irrigation tube was found broken and squashed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding noise issues has been verified. Based on the analysis findings it is related to the corrosion due the irrigation tubing damage. However, the root cause of the irrigation tubing damage cannot be determined. The failure mode does not appear to be caused by any internal bwi processes, since all catheter irrigation is tested during the manufacturing process and there was evidence of a proper manufacturing assembly.